Event description:
It was reported that when nacl was administered through the 10ml syringe, the tip of the syringe became wet resulting in it detaching from the luer cone of the three way stopcock. When same procedure was performed with the enclosed 5ml-syringe, this issue did not occur, as the 5ml-syringe and stopcock matched together. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was okay.

Manufacturer narrative:
(B)(4). Sample will not be returned.